Event description:
It was reported that this right ventricular (rv) lead exhibited noise and a high out of range shock impedance measurement attributed to potential interference clinical environment. This lead still remains in service. No adverse patient effects were reported.